Event description:
A little piece of metal from the drill broke off and was retained in the scalp of the patient. It was later identified by x-ray that was ordered by the surgeon. According to him, considering where it was located and the size (small), it was inconsequential. The piece was left in.